Event description:
It was reported that the patient's spinal cord stimulator (scs) was not working as well. The patient underwent a full system explant procedure. All device components will not be returned.

Manufacturer narrative:
Exact date unknown, event occurred on the day that the device was explanted. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 20390205.